Manufacturer narrative:
D4: the correct lot # is (B)(6) , previously submitted as (B)(6) . H10: the device was received for evaluation. Visual inspection was performed which revealed that the filter component was damaged. The reported condition was verified. The cause of the condition was due to defective raw material from the external supplier. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "leakage was observed from the filter" of an extension set with 0.2um filter mirafilter IV. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.